Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, customer experienced "felt sick", confusion, and was was unable to self treat, requiring third-party treatment of a " glucose sachet" (does unspecified) by a non healthcare professional. Emergency services were contacted, and upon arrival, determined that the customer did not need to go to the hospital; no further treatment reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, customer experienced "felt sick", confusion, and was was unable to self treat, requiring third-party treatment of a " glucose sachet" (does unspecified) by a non healthcare professional. Emergency services were contacted, and upon arrival, determined that the customer did not need to go to the hospital; no further treatment reported. There was no report of death or permanent injury associated with this event.